Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed cubie drawer 2.1 and 2.2 and device was not communicated. A field service engineer (fse) found the station not powered on and unplugged all connections except the power supply, but the station did not power on. A replacement power supply was not immediately available, so one was sourced for overnight shipping. The power supply from another station that was rarely used by the customer was temporarily installed. After the failed power supply was replaced, the station powered on without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.1 and 2.2 failed with the error device not detected on bus. The device was also not communicating, and the screen was blank. The customer was unable to access the device for clinic operations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.